Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was undetermined. This issue is being investigated through CAPA.

Event description:
The caregiver (cg) contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during drain 1 of 6. The baxter technical service representative (tsr) had the cg perform troubleshooting steps. The tsr reviewed the drain volume and the cg stated the drain volume equaled 6387ml. The cg stated the patient never felt full and that the patient's stomach felt soft. The patient felt empty. The tsr assisted the cg with ending therapy. The initial drain volume equaled 1615ml and the total ultrafiltration equaled 4488ml. The therapy was programmed for continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 12000ml, a total time of 9:00 hours, a fill volume of 1900ml, a last fill volume of 0ml, the patient weight units in kilograms, the patient weight equal to 81 kilograms, six cycles, and initial drain alarm of 0ml, the comfort control set to 36 degrees celsius, and the last manual drain setting set to no. This complaint met increased intra-peritoneal volume (iipv) criteria. There was patient involvement but there was no patient injury indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011, regarding the reported iipv. The rn stated she was not aware of the event. The rn stated the patient has not reported any other symptoms or other drain volumes that meet iipv criteria. The rn stated the patient has been continuing therapy on the cycler successfully since then. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.